Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported via facility medwatch (mw5063197) that distal tip detachment occurred. The target lesion was located in a coronary artery. After a 182 pt graphix¿ guide wire crossed the lesion, a 2.5x23mm non-bsc stent was implanted. During removal of the guide wire, it was noted that the prolapsed portion of the guide wire went under the previously implanted stent. The stent slightly accordioned and trapped the wire. Considerable efforts were performed to remove the graphix¿ guide wire. The tip of the graphix¿ guide wire broke off and remained in the stent struts. The patient is scheduled for a clinical follow up.